Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Remote monitoring of the device revealed noise that was misinterpreted as non-sustained ventricular tachycardia and some episodes that registered as ventricular fibrillation that led to the delivery of anti-tachycardia therapy. Imaging revealed externalized conductors between the lead coils. The lead was capped and the device was replaced due to normal depletion. The patient did not experience any adverse consequences and was stable following the procedure.